Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: failure to cross/stent dislodgement requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that two guide wires were used for accessing the vessel to treat a lesion in the rca - pda. During the using of another company's dilatation balloon catheter for predilatation, a perforation occurred in the vessel. An attempt was made to place to graftmaster stent for treatment of the perforation; however, it would not cross the ostium. During removal of the graftmaster sds from the vessel, resistance was felt and the stent dislodged in the ostium. A snare device was used to successfully retrieve the device from the ostium; however, the stent dislodged again at the level of the sheath, into the femoral artery. Vascular surgeons were called in and the stent was pushed into the terminal branch of the right deep femoral artery, where it remains. The procedure continued on, with the placement of two other company's stents, placed in an overlapping fashion, treating the perforation successfully. The pt was discharged in 2009, and is reported to be well. No additional event or pt info is available.